Manufacturer narrative:
The customer contacted olympus technical assistance support (tac) via phone. Tac recommended to use another clv if cable does not correct issue. The customer informed tac of the event. The device will not be returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center exhibited scope communication error (b30), and the screen went black. The event occurred during esophagogastroduodenoscopy procedure. There were no reports of patient harm.